Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill alert after filling the cartridge with 400 units of cold insulin. The customer was able to load a cartridge after waiting for the insulin to get to room temperature. There was no impact to the customer's blood glucose level.